Manufacturer narrative:
Device received with operating currents within spec. Unit passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor . Unable to perform occlusion test, excessive no delivery test or displacement accuracy test due to prime anomaly. There is no data available due to the unit did not have a battery installed when received.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test or displacement accuracy test due to prime anomaly. There is no data available due to the unit did not have a battery installed when received. Medical device reporting regulation.

Event description:
Complaints text (B)(6) 2018 14:03:55 (B)(6) called customers next of kin, (B)(6). He stated that his sister sent back both pumps back to us about 2-3 weeks ago. ____________________ complaints text (B)(6) 2018 09:39:17 (B)(6) I marked the account inactive/deceased (while opting out of all communications). See s/o transaction (B)(4) as well as the ups (B)(6) ship return request for the return of the device to medtronic. Tracking number: (B)(4) service: ups next day air label delivery method: 3 ups pickup attempts ____________________ complaints text (B)(6) 2018 12:42:35 (B)(6) related svn (B)(4) ____________________ complaints text (B)(6) 2018 12:39:26 (B)(6) initial notes: transfer from (B)(6) in pfs name, address, phone number inquired what led up to the complaint. Customer response: patient son and wanted to notify of her passing. Customer statements that he does not have an equipment. Customer statements that when she was alive her bg's were normal she was in hospital for two week and in extended care for 4 weeks and monday before passed she was readmitted. Reporting party name: (B)(6). Reporting party phone: (B)(6). Reporting party relationship to deceased: son. Pump serial number: does not know. Pump material number: does not know. Glucometer: ascensia. Cgm: medtronic cgm was not included in the patient's diabetes therapy. Date of death: (B)(6) 2018. Bg at time of death: unknown. Cause of customer passing as indicated by reporting party: congestive heart failure. Location of customer's passing: hospital. Date customer was admitted to hospital/hospice/emergency room: (B)(6) 2018. Bg at time of customer's admission to hospital/hospice/emergency room: unknown. Customer was not wearing the pump at time of passing. Length of time customer was off pump prior to passing: greater than 48 hours. Reason provided by reporting party for why customer was off pump at time of passing: easier for hospital not to worry about it and gave insulin by sliding scare. Other health issues: reporting party does not indicate other health issues or illness that may have contributed, or led up, to passing. Pump return to mdt: reporting party agreed to return the pump. Inf/res (in use at time of event) return to mdt: reporting party agreed to return the inf/res. Reporting party ship-to name for return material shipment: (B)(6). Reporting party ship-to address for return material shipment: (B)(6). Customer agrees to ups pick up (3 attempts over 3 days) method for product return. Carelink upload: reporting party did not report dka, high bg, low bg, or allege under, or over, delivery of the pump. Carelink upload was not requested. Customer is going to be returning two pumps that he has. He could not verify pump sn for either pumps. He would also like to return infusion sets and reservoirs. Customer's outcome pertaining to the complaint: customer is going to be returning two pumps that he has. He could not verify pump sn for either pumps. He would also like to return infusion sets and reservoirs. Ship: nothing / return: nothing.